Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time.

Event description:
The patient's mom contacted animas alleging that the pump was shutting off and on by itself. The battery reportedly has been replaced multiple times. The animas representative walked the patient's mom through troubleshooting and noted the following: the battery cap was secure, there was no physical damage to the battery cap or pump, and there were no signs of moisture or corrosion in the battery compartment. The patient reportedly has not had any extreme blood glucose excursions. The patient's mom has been intermittently using insulin injections to maintain the patient in an acceptable blood glucose range. No other forms of medical intervention or symptoms were reported. There was no adverse event associated with this complaint; however, this complaint is being reported due to the alleged power issue.